Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, opening crack and opening extended on anterior. Leak test and microscopic analysis was performed which identified: striated opening extended on anterior, opening crack on valve and non-penetrating nick in diaphragm valve. Based on the device analysis the final assessment is:a striated opening on anterior assessed as surgical damage. A cracked valve seat diaphragm valve.

Event description:
Health care professional reported left side deflation. The device has been explanted.